Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device's blade did not retract. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the shaft was broken on the device. All pieces appeared to be still attached. The investigation found the shaft was broken. This is indicative of the shaft being flexed too far. The knife did not retract due to the broken shaft. The investigation identified the root cause of the of the damaged shaft to be user error. The instructions for use (IFU) states, do not bend the instrument shaft. If information is provided in the future, a supplemental report will be issued.